Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge segmental resection, the product was not used on the patient, at the first firing, after setting the device and checking the opening and closing, when they approached the tissue in the surgical field, the jaws did not open. When a new handle and a new adapter were opened and set with the same cartridge, the same event occurred. The adapter was replaced to a new one again, but it still did not work. At that time, although the remaining procedure of the adapter was more than 30 times, it was all displayed as ¿0¿. The power remained on and the liquid crystal display(lcd) screen did not show any error either. The clean nurse also connected the cartridge without removing the yellow tab, so it was considered that there was no problem. The same cartridge was connected to another adapter. As a result, it did not work well, and all the products were replaced. The surgical time was extended by less than 30 minutes. There was no patient injury.